Event description:
It was reported that pressures showing -400 after zeroing. The failure was detected during setup. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint #: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.